Event description:
It was reported the spo2 alarms were not functioning. The device was in use on patient at time of event; there was no adverse event reported.

Manufacturer narrative:
D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. A philips remote service engineer (rse) interviewed the customer who reported the unit was not alarming when the reading was at approximately 70%. Spo2 reading in room #731b. The following functional tests were performed: the philips remote application specialist (ras) verified the customer's alleged malfunction and noted there was a spo2 wave and number were displaying. The ras instructed the customer to enter configuration mode>main setup>measurements>spo2>noted high/low limits are 100/90/desat 88>noted high/low alarm delays are 10 sec/desat delay is 20 secs. The ras explained, based on current configuration settings, it could take up to 30 secs for a red alarm desat condition to announce. It was recommended adjusting alarm limits to fit the patient's current clinical condition. The ras reported the unit was operating as designed. Based on the information available and the testing conducted, the cause of the reported problem was confirmed to be a configuration issue. The reported problem was confirmed. The investigation concludes that no further action is required at this time. No further investigation or action is warranted at this time.